Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation is confirmed. One unpackaged ar-9545-t15-01, serial/batch number (B)(6), was received for evaluation. A visual evaluation found that the instrument's hex had nicks and was twisted. Functional testing cannot be performed due to the damage to the hex tip, which can potentially damage a mating part. The most likely reason for the reported failure is a user error or excessive force during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/21/2025, a sales representative reported via (B)(4) that an ar-9545-t15-01 driver shaft did not function. This occurred in a case, they had a spare driver and completed the case without incident or delay.